Event description:
It was reported that the patient presented for an in-clinic follow-up. After performing a magnetic resonance imaging procedure (MRI), the implantable cardioverter defibrillator (ICD) was found to be in back-up mode. It was suspected that MRI was the cause of back-up mode. High voltage therapies were likely disabled as a result. The ICD was successfully reprogrammed and restored. The patient was in stable condition.